Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal failed to load properly. The hospital indicated that the seal appeared crooked in the channel. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).